Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported. Patient who was implanted on (B)(6) 2012 with lcp plate and screws had follow up x-rays on (B)(6) 2012 that showed all four proximal screws were broken. Patient was returned to operating room on an unknown date and the hardware was removed. It is not known what the patient was revised to. This is 2 of 5 reports.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.